Event description:
Customer reported that a reagent cartridge for phe (phenobarbital) was autoloaded by barcode on to a synchron cx5 system as a phy (phenytoin) cartridge. Customer reported that calibration was successful and controls were 'ok'. Several pt results were reported. When a result was questioned, a sample was sent to a reference lab for verification. The reference lab value was approx 1/2 of the original result. Pt results were reviewed and some pt's dosages were discontinued or decreased.